Event description:
Complainant alleged that during pt set up of the device for possible use on a pt (age and gender unknown), the device intermittently displayed a green dot on the screen. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.